Event description:
It was reported by the aci clinical specialist that a male pt underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the tech who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "as the tech tried to deflate the balloon, after pulling back to the second stop, the balloon would not deflate. After multiple attempts the balloon deflated enough for the device to be removed. The pt was converted to approx 10 minutes of manual compression at which time hemostasis was achieved. No hematoma was discovered. The pt was reported as hospitalized for an unrelated and unspecified reason. No further info is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.